Event description:
It was reported that the patient had a open wound that exposed the ipg. As such, patient underwent surgical intervention and the ipg was explanted and replaced. Stimulation was restored following the procedure. Patient was prescribed oral antibiotics as a precaution. The wound has properly healed following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.